Manufacturer narrative:
Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that there are inconsistent results between different assays or instruments, and not consistent with patient's condition with an unspecified bd blood collection tubes. The following information was provided by the initial reporter: inconsistent results between different assays or instruments with samples. Results that are not consistent with the patient¿s clinical condition.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there are inconsistent results between different assays or instruments, and not consistent with patient's condition with an unspecified bd blood collection tubes. The following information was provided by the initial reporter: inconsistent results between different assays or instruments with samples. Results that are not consistent with the patient¿s clinical condition.